Manufacturer narrative:
The lens remains implanted; therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) several months post implant. The patient noticed a decrease in vision. Yag was performed. The surgeon indicated that the likely cause of the event is asymmetric capsule contraction. The patient's current prognosis and treatment were reported as "selective yag." This report pertains to the patient's left eye.